Event description:
It was reported that the patient experiencing presyncope, presented remotely via merlin.net transmission. Reviewing the transmission revealed that the right ventricular lead exhibited an increase in impedance and decrease in sensing amplitude. The patient was brought into clinic for diagnostic imaging. Fluoroscopy confirmed that the lead had dislodged; twiddlers syndrome was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.